Event description:
Fluids are running very slowly through the filter cap of the attached tubing. If the filter cap is removed or replaced with a filter cap through which fluids ran fast, the fluid will run fast. The rptr stated that the filter caps through which fluids slow look rumpled and deformed.